Manufacturer narrative:
The injection screw was not bent. There is some resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was not observed.

Event description:
Customer reported via phone call that the insulin pen is not dispensing insulin when the dose button is pushed. Customer tried priming multiple times but the insulin did not exit. Blood glucose at the time of the incident was 400 mg/dl. It was unknown how the customer treated the high blood glucose. During troubleshooting, customer removed the cartridge and dialed a 5.0 unit dose but the screw was pulling back into the inpen. No harm requiring medical intervention was reported. The device is expected to return for analysis.